Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturers representative regarding a patient who was receiving dilaudid [20 mg/ml] at a dose of 5.99 mg/day via an implantable pump for non-malignant pain. It was reported on 2016-nov-09 that the patients pump was flipped and that the pump had to be manually flipped to refill. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated that the issue was not resolved at the time of the report, but a pocket revision was scheduled for (B)(6) 2016. No symptoms were reported and the patient status was alive no injury at the time of the report. The patients medical history included chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported the patient had surgery to fix the flipped pump. The patient reported the doctor sutured the pump in place. No further complications were reported.